Event description:
This was a left sided cardiac lead removal procedure of a non-functioning ra lead. The pt had a total of 3 leads (ra, rv, and lv; age 44mths; models unk). The procedure was performed in the operating room with arterial line placement, fluoroscopy, available tee, and a CT surgeon. The md began lasing the ra lead with the 14f sls ii. After passing the coil and entering the right atrium, the pt's arterial blood pressure dropped dramatically. After verification of cardiac tamponade by tee, an emergent sternotomy was performed. The surgeon found a tear in the dorsal svc. Pt was placed on bypass within 3 minutes. The svc tear was successfully replaced with a pericardial patch, the pt was disconnected from bypass after 45 minutes, the chest was closed and the pt was transferred to ICU. There were no devices returned for product analysis. A lhr review was done and found no issues or non-conformances.